Manufacturer narrative:
The customer confirmed that there was no adverse event observed related to the malfunction. The device was repaired onsite. Before the device was put back into service, the latest service package and the system checkout protocol were reviewed by 2nd level support specialist. All test eye readings for keratometry, oct length, oct deflection, white to white, optical axis are within tolerance. The small deviations in the reference values are still in tolerance and have no impact to measurements on human eyes. The device works according to the manufacturer specifications. The device can be used again by the customer. The respective field service engineer was re-trained.

Event description:
Customer in thailand reported that the iolmaster 700 seems to have unstable values. The values did not match the values taken from other hospitals in the same patient case. A demo machine was brought in by zeiss service to compare and found that the calculation results were different about 1 diopter. The measured axial length value is longer by an average of about 0.23-0.27 mm compared to the demo unit and other units in the hospital. This will cause the calculation of the artificial lens value to be incorrect by about 0.5-1.0 d. Patient data was requested. There is no information about negative impact to a patient (lens re-implantation).

Manufacturer narrative:
The root cause for the unexpected calculation outcomes and the axial length measurement values being too high was a device malfunction caused by a zeiss service engineer performing invalid procedures on the device. The measuring head of this iolmaster 700 in thailand was replaced on (B)(6) 2021. Presumably the device settings of the new measuring head were overwritten with the old device settings.